Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose of 30 mg/dl. Customer went to bed with blood glucose of 96 mg/dl and was found unconscious. Customer believed that insulin pump may have over delivered. Customer was hospitalized due to low blood glucose. Customer was treated with food. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that insulin pump clock was one hour behind. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No bolus anomaly or basal anomaly noted during our testing. The insulin pump uploaded properly using carelink pro. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.